Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The serial number in question was traced back to its sterility lot; and the complaint database indicates no related endocarditis reports received on any devices processed under the same sterility lot of the subject device. The subject device has not been returned to edwards for evaluation. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. There has been no information to indicate a device quality deficiency that may have contributed to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In thi case, it as learned that the tricuspid bioprosthetic valve was explanted after an implant duration of approximately 17 months due to recurrent endocarditis, mrsa. Operative report indicates, " we replaced her [native] tricuspid valve for valve endocarditis with a bioprosthetic valve. She presents at this time with recurrent endocarditis with a large vegetation flopping back and forth though the valve. The rest of her valves were at this point okay".